Event description:
In 1996, the cryopreserved aortic valve and conduit in question was implanted into pt with a history of active endocarditis, rheumatic fever, and aortic valve insufficiency/regurgitation. Approximately 6 years later, the patient underwent replacement of the aortic valve (type of replacement valve unk).